Manufacturer narrative:
Additional info: h6, h11. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material issues: deterioration. Thermal problems: overheating. Mechanical problems: stress, wear. Electrical problems: signal loss, component problems. These can occur between components such as boards, panels, power supplies and fans, etc. Without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source lamp was not functioning during service/ maintenance (not in a clinical setting). There were no reports of patient involvement.